Event description:
The device was returned to the service ctr with a report from the customer contact of an 11/004/055 (less than 2.0 volts measured on lithium battery input) error code. This does not indicate a reportable malfunction. However, during verification testing at the service ctr leakage from the disposable aa batteries was noted in the battery contact of the device.

Manufacturer narrative:
During testing, corrosion was noted on the j104 on the middle printed circuit board of the device. The cause of the corrosion was leakage form the disposable batteries. The customer contact's report of an 11/004/055 (less than 2.0 volts measured on lithium battery input) error code was duplicated during testing. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.